Manufacturer narrative:
Event date is estimated. Approximate age of device- 2 years, 2 months. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. Driveline, pump pocket, and local infection are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of the hmii lvas IFU. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. The patient had a (B)(6) driveline infection starting (B)(6) 2017. Antibiotics were given by the patient's primary care physician. The patient was then seen by the hospital physician on (B)(6) 2018. (B)(6) was given to the patient.